Event description:
It was reported that after deploying a rx acculink stent in a very tortuous left internal carotid artery and as the emboshield nav6 recovery catheter (rc) was being advanced through the stent, it became caught in the stent strut. To help release the rc, the non-abbott shuttle sheath was advanced to the proximal edge of the stent. As the rc was being maneuvered in an attempt to release it from the stent, the filter migrated to the distal edge of the stent. The rc was released and the filter was captured and removed. Due to the manipulation of the rc, the rx acculink stent was deformed at the proximal and middle sections of the stent. A middleweight guide wire was inserted and a rx viatrac balloon catheter that was used for post dilatation was reinserted into the stent and inflated at 4 atmospheres for 8 seconds. After the catheter was removed, the stent's proximal end needed additional adjustments and another rx viatrac catheter was inserted and inflated to 10 atmospheres for 7 seconds. The stent "looked good". There was no further stent adjustments. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Rx acculink carotid stent system (part #1011344-40, lot #0062961). The rx acculink carotid stent system (part #1011344-40, lot #0062961) reported is being filed under a separate medwatch MFR number. The analysis of the returned product did not demonstrate any product deficiency which could have contributed to the reported event. There were no damages noted to the delivery catheter, filtration element or barewire guide wire. Based on available information, a conclusive cause appears to be related to circumstances during the procedure and not a manufacturing related issue. A review of manufacturing records did not produce any findings relevant to this report.